Event description:
When the physician connected the chronic rv lead to a new pacemaker, there was no capture. The lead was tested through an analyzer and the loss of capture could not be recreated. The physician requested a different device, which had the same issue, until the rv lead was replaced.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
This lead was explanted due to loss of capture and was returned for analysis. Upon receipt, the lead under complaint was found cut approx. 44 cm proximal to the lead tip. Only the distal lead fragment was received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular approx. 11 cm and 8 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observation. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Furthermore cuts in the insulation were observed which most likely occurred during the explantation procedure. Blood penetrated the lead in these areas. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.